Event description:
It was reported that the procedure was performed to treat a 75-90% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. The 2.25 x 15 mm tenku balloon catheter was advanced to the lesion. Slight resistance was noted. The balloon was inflated to 6 atmospheres (atm) for 30 seconds. When the balloon was attempted to be inflated a second time to 6-10 atm, the pressure did not raise. A balloon rupture was suspected. The pressure was stopped and blood came back into the device when negative pressure was applied. The tenku was removed from the anatomy, and a pinhole rupture was confirmed in the balloon. Rotablation was performed and a new non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, rota wire floppy, guide catheter: heartrail 7fr jl3.5st it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.